Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported after exercising and drinking juice and gatorade, that the patient lost consciousness and awoke in the emergency room (ER) with hypoglycemia. The patient's blood glucose levels dropped to 57 mg/dl while wearing the pod between 4 and 24 hours. The patient also reportedly had a seizure. The patient was treated with glucose orally and was released from the emergency room after about an hour. The patient's blood glucose history is as follows: (B)(6).